Event description:
It was reported that during a trial implant, two different stylets got stuck when they were inserted into the lead. A new trial lead was used and the implant was completed successfully. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. Product ID: 3874, lot# v954418, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: screening device. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.